Event description:
A report was received that the patient underwent a irrigation and debridement due to possible infection at he midline incision. It was stated that the cause of the infection was unknown and during the procedure, the physician found out that the infectious tissue was very superficial under the top layer of her midline thoracic incision.

Event description:
A report was received that the patient underwent a irrigation and debridement due to possible infection at he midline incision. It was stated that the cause of the infection was unknown and during the procedure, the physician found out that the infectious tissue was very superficial under the top layer of her midline thoracic incision.

Manufacturer narrative:
Additional information was received that the physician believed that the infection was not device related but due to poor wound healing of the middle incision.